Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's homechoice cassette was missing the patient line connector and pull ring cap on the end of the patient line. This was observed before use. The patient did not use them for therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.